Event description:
The doctor claims that two days after the graft successfully implanted in 2002, for an aortic arch replacement, the patient suddenly developed a high degree of drainage and a decrease in blood pressure. According to the dr, the patient was immediately re-opened by thoracic division. The implanted graft was then found to be collapsed and having a hole in its proximal portion. The hole was approximately 5mm in diameter, located several centimeters from the sutures placed during the initial surgery and was independent of those sutures. The doctor stitched the hole and applied [glue] to stop the bleeding. On the next month, the patient expired. The doctor claims that the death was device-related. Five days later, co learned the following: prefectural police department of hyohgo brought back the removed graft with heart and aorta in order to evaluate/investigate at the science laboratory of special investigation. The patient preoperative health had been steady.